Manufacturer narrative:
Patient initials are (B)(6). Implant and explant dates: device is an instrument and is not implanted or explanted. Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to be worn. Additionally, it was discovered that the tip has a broken and missing segment. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve-long is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to be worn. Additionally, it was discovered that the tip has a broken and missing a segment approximately 6mm in diameter and approximately 1.1mm high which was not returned. The relevant drawings for the returned instrument were reviewed: top-level and inner shaft. A design change was implemented to address the failure mode of the threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no complaint-related issues identified. An unrelated non-conformance report was launched regarding the inclusion of a check for grey anodization on the outer sleeve on the inspection sheet. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Device history record review: packaged by: synthes (B)(4) - manufacturing date: november 29, 2011. A non-conformance report was initiated on (B)(4) 2011 - review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at the l5 - s1 on (B)(6) 2016. While placing a pedicle screw, the threading on the holding sleeve for matrix became stripped causing the t-driver to lose purchase with the pedicle screw. This issue led the driver to become dislodged multiple times throughout the procedure. Upon realizing the threading was stripped, the surgeon discontinued use of the holding sleeve. Another device was readily available and used successfully. There were no fragments generated per the surgeon. The procedure was completed successfully with a two (2) minute surgical delay. Upon review of the returned device, it was determined that the tip of the instrument was actually broken and missing a fragment. The whereabouts of the broken piece are unknown. This report is 1 of 1 for (B)(4).